Manufacturer narrative:
Additional narrative: internal review was performed. The investigation of the complaint articles indicates that the: complaint description and the x-ray image reviewed indicates that there seems to be a metal fragment left. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device. The subject device was received with a broken centering tip. Otherwise the unit was in a clean and undamaged condition. The subject device was measured and met specifications parameters. Besides the missing tip there are no other deviations were found. As measured with the video microscope ((B)(4)) the breaking point has a nominal diameter of 1.54 mm. No hairline cracks were observed near the breaking point, which could indicate weaknesses in the material. A review of the device history record revealed that there is no ncr or irregularity which could be the root cause for the complaint. This leads to the conclusion that there is no production related root cause for the complaint. Since the returned drill bit is broken the complaint condition is confirmed. Since the hardness of the drill bit is not found to be lower than expected, and because all measured parameters fulfilled the specifications, there is no indication that the root cause for the complaint is in the quality or the manufacturing process of the complaint part itself. The drill bit was likely broken due to inappropriate use. Therefore the complaint is rated as invalid from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a drill bit broke during surgery. The drill bit was broken while surgeon was drilling. Surgeon realized too of drill bit was broken. X-ray was done. Broken tip was in bone and unable to be retrieved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no anomalies were detected during device history record review. Dimensional tests were performed on a sample size corresponding to aql above 4.0. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.